Manufacturer narrative:
(B)(4). Per the product¿s instruction for use, using the easyspray set in a closed or laparoscopic procedure may result in air entrapment and compression. This warning is clearly explained the product's. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer attempted to use an unspecified easyspray device with another piece of equipment (non-baxter product) for a ¿closed¿ surgery (no further detail). Reportedly the customer was assembling the ¿tubular system controller¿ of the other device with the easyspray equipment. In order to fit the blue connector (unspecified), they cut the connector of the tubular system and fitted the tube directly. The transparent connector was clamped with a ¿mosquito¿ and was not connected to the equipment (no further detail was provided). There was patient involvement, however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.